Event description:
It was reported that during da vinci hysterectomy procedure, the suction irrigator instrument could not be removed from the trocar. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm,adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument snake wrist was dislodged. Snake wrist, female disk was dislodged at the distal end, teeth do not mate with the female disk causing disk to be dislodged. Additional observation not reported by site was that the instrument main tube was broken. Instrument came in pieces, main tube had been sawed off and bent, so they could remove the instrument from the cannula. Main tube damage may be due to mishandling/misuse the endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis where to reoccur could cause or contribute to an adverse event.